Manufacturer narrative:
No unexpected display anomalies noted during testing. Device passed the displacement, selftest, off no power, unexpected restart error, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were in specification. Device had cracked lcd window, cracked case at display window corner noted, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and loud grinding motor noise noted due to faulty motor. (B)(4).

Event description:
Company representative reported via phone call that the insulin pump had a crack on the screen, above the esc button and under the screen. She also reported the device seemed to have a slow response. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.